Event description:
Affiliate reported that the device was removed due to unknown reason.

Manufacturer narrative:
Upon completion of the investigation it was noted that this complaint could not be confirmed. The device was received and tested. The device was found to be fully functional. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.